Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was displaying inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, at 4:15am, he tested on the lfs meter and obtained a reading of "148mg/dl" then tested on his daughter in law's meter and obtained a reading of "120mg/dl" and "123mg/dl" on a neighbor's meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported on (B)(6) 2013, at 4:15am, she developed symptoms of "sweating, thirsty" which she associated with hypoglycemia. The patient reported on (B)(6) 2013, at 5:05pm, he less to eat or drink. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient was found to be using an approved sample site to obtain the samples. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.